Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a surgical procedure, multiple 3.5 mm r3con screws broke proximally in the tibia. It was reported that the 3.5 non locking screw snapped because the tibia bone is very hard. To fix the problem, a 2.8 drill was used.